Manufacturer narrative:
H10: the customer ordered a replacement blower assembly. Multiple good faith efforts (gfe) were attempted on 08/23/2023, 09/05/2023, and 09/12/2023 to obtain information about the device use at the time of the event and to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. Philips was unable to confirm the final disposition of the device. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the blower temperature was high. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that there was a high temperature blower error. The customer was advised to check that the fans were operational. If the issue persisted, it was recommended to the customer to replace the blower. The customer was provided with a proposal for a replacement blower part. Further work and resolution confirmation are pending the customer acceptance or rejection of service and repair. This investigation is ongoing.